Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding transpac IV monitoring kit with 30 ml squeeze flush device, 10 ml where it was reported that leakage was observed near the filter of the kit. There was a patient involvement with no harm.